Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
A manufacturing representative reported that the patient missed refill appointments a lot because he was basing it off the new date on the ptm, and he went to the clinic for the refill based on the date from the ptm (which had not posed a problem for the patient in the past). The system was delivering dilaudid at 10mg/ml and 2.1mg/day, and marcaine at 20mg/ml and 4.23mg/day. The lot numbers were unknown. Actions/interventions taken to resolve the issue, patient symptoms, and the outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.